Event description:
It was reported that the customer was hospitalized due to kidney transplant and urinary track infection. The customer has been on antibiotics. It was stated that the customer had diabetes ketoacidosis and his blood glucose reading was 853 mg/dl at time of the admission. Troubleshooting was performed. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.